Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) performed service on the device at the customer site and, upon completing the service of the device, observed a primary alarm failed alarm. The fse stated that they suspected the central processing unit (cpu) printed circuit board assembly (pcba) they had just installed into the device was defective on arrival (defoa). To confirm this, the fse ordered another cpu pcba to replace the potentially defoa cpu pcba. In a good faith effort (gfe) response from the fse, it was stated that the device's diagnostic report (drpt) from the time of the event was not available. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) performed service on the device at the customer site and, upon completing the service of the device, observed a primary alarm failed alarm. The fse stated that they suspected the central processing unit (cpu) printed circuit board assembly (pcba) they had just installed into the device was defective on arrival (defoa). To confirm this, the fse ordered another cpu pcba to replace the potentially defoa cpu pcba. In a good faith effort (gfe) response from the fse received, it was stated that the device's diagnostic report (drpt) from the time of the event was not available. The fse returned to the customer site and installed another new cpu pcba. Following the part replacement, the fse completed a performance verification test which the device passed. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.